Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 06-sep-2025, the user reported major blood glucose (bg) fluctuations, experiencing prolonged low blood glucose (bg) followed by high bg. Review of the bionic report showed frequent bg swings and multiple meal announcements used to lower high bg levels, which affected insulin delivery accuracy. The agent advised against using meal announcements for corrections and reinforced proper low bg treatment with 15 grams of carbohydrates every 15 minutes. The lowest blood glucose (bg) recorded was 39 mg/dl, and the highest was 364 mg/dl. Bg was corrected with juice, glucose tablets, and a meal bolus. No outside assistance or medical intervention was required. Symptoms included thirst during high bg; no symptoms were reported during the low bg.